Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information received a smiths medical tracheostomy/silicone - bivona tubes neo/ped flextend was leaking with additional information received event required trach change out with no adverse events reported. Unknown if tracheostomy was new or long term use.